Manufacturer narrative:
Possible lots: 33677346, 33693407.

Event description:
A neuro plate became fractured due to improper implantation and use (spanning 1 cm bone gap). It was removed and replaced.